Event description:
It was reported that the caller experienced a cgm error 42. There was no reported impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller planned to reset the pump after work, with a follow-up scheduled. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.